Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The bubble sensor and module were returned to sorin group (B)(4) for evaluation. The devices were tested but the issue could not be confirmed or reproduced. The devices performed properly. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that the bubble sensor was not sensing bubbles properly. There was no patient involvement.